Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that during priming prior to pt use, an unspecified volume of solution leaked at the filter connection of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. No add'l info was provided.